Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that the implant (ins) seemed to stop working, with onset close to one year ago. Pt stated continued charging of the ins to prevent depletion but reported no sensation of stimulation. Agent instructed pt to unlock the controller, which displayed a no device found message. After selecting recharge and connecting the recharger, pt reached the passive recharge mode screen. Agent instructed pt to hold position for approximately five minutes, after which the screen switched to the battery display showing controller at 100% and ins at 30%.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.